Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a perclose proglide device after a diagnostic procedure. Reportedly, a cuff miss occurred. The device was removed and another proglide was used to acheive hemostasis. Although a femoral angiogram was taken and no calcification was noted, the physician stated he could feel calcification. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The plunger, cuffs, link, needle tip and monofilament were not returned with the device. Analysis of the returned components including, the body of the device, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal with no indication of a product quality deficiency that would contribute to the reported cuff miss. Both ends of the foot were examined and there were no needle strike marks detected. There was no abnormal observation found on the device that could have contributed to the reported event. Since, only the body of the device was returned, the reported event could not be verified or confirmed. During the investigation, a proxy plunger was inserted to test the needle trajectory and the result was acceptable. The needle trajectory of every device is checked during manufacturing. The most probable cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue because of a challenging anatomy or failure to position and maintain the device at a 45 degree angle throughout deployment. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency.